Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a radial artery access approach during a procedure of the heavily tortuous, heavily calcified, de novo, mid left anterior descending artery (lad) the 2.75 x 38 mm xience prime stent delivery system (sds) was advanced but could not cross the lesion due to the anatomy. It was noted that the proximal shaft became separated while attempting to cross the lesion. The device was removed without reported issue. An unspecified device was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.